Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus does not likely a cause of the phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had leakage from the control wheels. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: there was a gap of adhesive on the distal end and a stain entered inside the lens through the gap. There was a gap between the acoustic lens and the ultrasound probe. There was a deep cut and lifting part on the probe unit that reached to the hard part under the pink probe coating. The acoustic lens had a scratch which reached to the glue-layer. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was a gap of adhesive on the distal end and a stain entered inside the lens through the gap. There was a gap between the acoustic lens and the ultrasound probe. There was a deep cut and lifting part on the probe unit that reached to the hard part under the pink probe coating. The acoustic lens had a scratch which reached to the glue-layer. Additionally, due to damage on the right left knob water tightness was lost, due to damage on the up down knob the water tightness was lost, the elevator channel plug was loose, due to damage on the air water tube, the water supply volume did not meet the standard value, the adhesive around the objective lens had a crack, the adhesive on the bending section cover was detached, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, and the forceps cover had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.